Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the stent found that the first distal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 245mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 32mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.50mm in diameter right coronary artery. A 24 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and hypotube break.